Event description:
It was reported that patient had a total knee in with manipulations done before. Surgeon thought knee didn't have flexion and was overstuffed. Surgeon opened the knee and was not overstuffed, the patella and the tendon were the issue. A patellectomy was done and the quad tendon was dealt with. Surgeon replaced poly.

Manufacturer narrative:
The event was not confirmed as no product was returned and no patient medical records were provided for review. Device history review and complaint history review not performed as no lot ID was provided for review. The exact cause of the event could not be determined because the product was not returned and no patient medical records were provided for review. In addition, insufficient product information was provided for investigation. Based on the information available at the time of investigation, it is believe the product was manufactured to specification.

Event description:
It was reported that patient had a total knee in with manipulations done before. Surgeon thought knee didn't have flexion and was overstuffed. Surgeon opened the knee and was not overstuffed, the patella and the tendon were the issue. A patellectomy was done and the quad tendon was dealt with. Surgeon replaced poly.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.